Event description:
It was reported that prior to using a bd plastipak¿ syringe the plunger was broken. The following information was provided by the initial reporter, translated from dutch to english: last week, someone from the sterile warehouse came to us with a broken syringe. There were several syringes in this box that were broken (I could not be told exactly how many). It concerns the 300865 - luer-lok sterile 50ml syringe. This makes the syringes unusable because the force cannot be properly distributed in the pumps.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-aug-2022. The physical sample along with photos were provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2206023. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. A project has been initiated to reduce any damage on our products. H3 other text : see h10.

Event description:
It was reported that prior to using a bd plastipak¿ syringe the plunger was broken. The following information was provided by the initial reporter, translated from dutch to english: last week, someone from the sterile warehouse came to us with a broken syringe. There were several syringes in this box that were broken (I could not be told exactly how many). It concerns the 300865 - luer-lok sterile 50ml syringe. This makes the syringes unusable because the force cannot be properly distributed in the pumps.